Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The customer advised there was a momentary delay as they had to grab a second AED. This issue is patient related; however, there was no adverse patient outcome reported. The customer confirmed rosc was obtained.

Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due user error. A review of the electronic records of the device revealed the device was activated excessively from human activity. The excessive activation of the device caused the battery in the device to become depleted, resulting in the reported issue.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The customer advised there was a momentary delay as they had to grab a second AED. This issue is patient related; however, there was no adverse patient outcome reported. The customer confirmed rosc was obtained.